Event description:
Patient had 5fu home infusion attached for 96 hour infusion. Pump alarmed 6 hours prior to expected completion time which was 6.25% out of range for expected tolerance of the pump. Patient came in for disconnect early; bag was completely empty except for 28 ml out of 384 ml total volume.